Event description:
It was reported that a malfunction occurred with the customer's pump, specifically displaying malfunction code 19, which was not resettable. There was no adverse impact on the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent to the customer while they used multiple daily injections (mdi) as a backup therapy. They provided instructions on how to store the faulty pump and return it within 10 days.